Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision was observed. It was noted that two screws were repositioned as a result of the of the reported issue and that the screws were non-medtronic screws. It was reported that the procedure was completed with a c-arm. There was a reported delay to the procedure of twenty minutes due to this issue.

Manufacturer narrative:
Additional information: device manufacturing date received.